Event description:
Reported via patient call center it was reported that the patient had a stroke. On (B)(6), 2025, a left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted. The patient was discharged following the procedure. The patient informed the watchman call center that the follow-up transesophageal echocardiogram (tee) had been completed on (B)(6) 2026, confirming the device was functioning well. As a result, eliquis was discontinued. Patient reported he began taking baby aspirin and approximately ten days later patient had a stroke and is back on eliquis. There is no further information at this time.

Manufacturer narrative:
B3: date of event estimated as (B)(6), 2026, as the patient reported stroke occurring 10 days following his tee on (B)(6), 2026.